Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an increase in right atrial (ra) lead thresholds and an attenuation in p sensed waves with an intermittent pacing/ sensing failure. It was noted the ra lead had dislodged and insufficient lead slack was considered the cause. The ra lead was reprogrammed and later repositioned. No patient complications have been reported as a result of this event.